Manufacturer narrative:
(B)(4). Additional information: the device was received with the top of the I-blade fractured and lifted. In addition the jaw was returned detach from instrument and returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw and I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the device was used during a laparoscopic pancreatectomy with splenectomy. The device broke on the splenic capsule, which is very hard. The blade popped out of the channel, but did not fall into the patient. A harmonic device was pulled and the case was completed. There was no adverse consequence to the patient. One device is being returned.